Event description:
On 03/16/2016 12:09 pm (gmt-4:00) added by (B)(6): it was stated that during service it was detected that tpm needs setting of occlusion by factory. (B)(4).

Manufacturer narrative:
Device has been investigated by a maquet service technician ((B)(4)). According to (B)(4) the occlusion has been checked - no fault could be detected. The system test was performed according to service protocol. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The issue has been re-evaluated. As per the IFU, the occlusion has to be readjusted before each use. Therefore occlusion problems will be detected always prior to use.

Event description:
(B)(4).